Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device has never worked because the ins has never been on or started since implant. Troubleshooting and walking through the remote control found that the device was on, however they had not felt anything, so they were walked though increasing. It was stated that the patient was not sure if the ins was controlling their symptoms or not. They did not remember what they were told about the ins. No further patient complications are anticipated or expected as a result of this event.